Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported no audio which was reproduced. The evaluation found the back flex chaffing exposing traces where they came in to contact to the right screw of the scanner bracket causing a no audio condition. The rear case was replaced to correct this condition.

Event description:
During baxter's functionality testing of a spectrum pump, the device did not have audio output. There was no patient involvement.